Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the robotics coordinator and had her check the breaker on the patient side cart (psc). She informed the fse the breaker was in the "o" position. Fse asked her to flip it to the "I" position. The psc was then able to accept a charge. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse) and investigation revealed the following possible related system errors: error 818 - pcc_err_power_source_change_to_ac based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) had no battery. The customer contacted intuitive surgical, inc. (Isi) technical support for assistance. The customer already swapped out psc for another one prior to calling technical support for assistance. They already rebooted the system and checked/verified outlets, but the battery lights were still red. Caller was unable to troubleshoot further at this time as system was in use. The procedure was converted to another da vinci system and there was no reported injury to the patient. On 14-feb-2002, isi contacted the robotics coordinator and obtained the following additional information about the complaint: the patient was in the room and ports were placed when the issue was discovered. After they replaced the psc, they were able to complete the procedure with no other issues. There was no injury to the patient.